Event description:
It was reported the patient implanted with the superion indirect decompression spacer experienced a loss of pain relief after lifting. Imaging taken in the field revealed the spacer had rotated twenty degrees to the right. It was also noted that the patient had a two-millimeter instability between the fourth and fifth lumbar vertebrae. The patient underwent an explant procedure wherein the spacer was removed and did well postoperatively.